Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer stated that prior to the event, he had contracted the influenza, and his wife had not administered boluses which resulted in his elevated blood glucose levels. The customer's wife stated that the doctor has confirmed that the insulin pump was working fine. Programming was correct. Nothing further was reported.